Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000145026.

Event description:
It was reported the patient was admitted to the hospital due to infection at the lead site following fevers and chills with discharge at the midline incision. The patient scs system was explanted, and the infected area was being cultured.